Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump was accidentally dropped, resulting in a shattered screen that was not usable, and a replacement device was sent. Symptoms included no injury, with a brief contact of loose glass to a finger without harm. Outcomes included continued therapy support via cgm while the user awaited the replacement and instructions provided to return the damaged device. Investigation included complaint handling, user interview, and assessment of device use history as available. Investigation of this case revealed physical damage from impact to the display component and the device could not be shut down due to the screen condition. It was concluded that the event was attributable to accidental damage and not a device malfunction.